Event description:
Unomedical reference number (B)(4).. Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on 01-jun-2024. The glucose level was high (specific value was unknown) and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.